Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "we have a PICC with both holes and then burst when we flushed it after it was drawn. Almost looks like it has been cut with a scalpel but I have put this and know how to handle a PICC. The scalpel is never near the catheter itself. This has been sitting since october and attached with a statlock. The leak was both at the wing but also further in at 5 cm where it also burst. Has been used for cytotoxic treatment." Additional information received 05 february 2024: no patient impact. No one was exposed to blood or bodily fluids. They have taken the PICC line away. No other actions.

Event description:
It was reported, "we have a PICC with both holes and then burst when we flushed it after it was drawn. Almost looks like it has been cut with a scalpel but I have put this and know how to handle a PICC. The scalpel is never near the catheter itself. This has been sitting since october and attached with a statlock. The leak was both at the wing but also further in at 5 cm where it also burst. Has been used for cytotoxic treatment." Additional information received 05 february 2024: no patient impact. No one was exposed to blood or bodily fluids. They have taken the PICC line away. No other actions.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed where the catheter connects to the suture wing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.